Manufacturer narrative:
Corrections: d3 (email), g1 (first name, last name and email) and g4 (PMA/510(k)). Investigation report: testing was performed in triplicate at abbott diagnostics scarborough, inc. On retained kit lot 147266 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for kit part number 195-160 /195-261 lot 147266 and device part number 195-430h / lot 141431a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 147266 showed that the complaint rate is(B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however, it could possibly be related to issues including the self-test user performance or the specific patient sample.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2021. Repeat testing was performed. Customer performed four antigen tests, three yielded negative results. Pcr confirmation testing generated negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided.